Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The device was evaluated by a field service engineer, and customer's complaint was confirmed. The device's oxygen blending module board need to be replaced to address the issue. All corresponding repair tests were passed.